Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose (bg) level ranged from not being impacted to 186-257 mg/dl. As the customer would override the bolus to address the bg level and at times, the bg level was not impacted, the customer thought that some of the occlusion alarms were false alarms. As the alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.